Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient is currently hospitalized for treatment of prostate cancer. While the patient was changing over to the system monitor, he accidently disconnected both power sources at the same time. There as no alarm from system controller and upon further evaluation it was noted that the cell battery in system controller was low. The rn in the room noticed that the patient had no connection and quickly reconnected the patient. The cell battery on the system controller was replaced. No adverse events were reported at the tim of the disconnect. The patient's inr was reported as being 2.2.

Manufacturer narrative:
The patient remains ongoing and the device remains in use. No further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.